Manufacturer narrative:
Assessment/investigation by merz: a lot search in the global safety database was conducted on the reported lot and no similar events were noted. A review of trending for belotero intense lidocaine did not identify any trends related to the reported issue (q1-2026 belotero product family trending report, rec-002386, 03-jul-2026); however, no negative impact to the benefit-risk profile was observed, indicating no systemic product quality issue. This case was assessed as serious because treatment was deemed necessary to prevent a permanent damage, the patient received immediate comprehensive treatment with hyaluronidase and outcome was reported as resolved. The events occurred in a compatible temporal relationship. Due to limited reporting of the localization of the events, local relationship can only be assumed. The event injection site pallor (serious) is equivalently expected as blanching of the skin whereas the event livedo reticularis (serious) is equivalently expected as skin discoloration based on the currently valid australian instructions for use (IFU) leaflet of belotero intense lidocaine, and can occur after treatment with belotero intense lidocaine. Based on the IFU of belotero intense lidocaine rare but serious events are associated with the intravascular injection of soft tissue filler and include temporary or permanent vascular complication, vision impairment, blindness, cerebral ischemia or cerebral haemorrhage, leading to stroke, skin necrosis, and damage to underlying facial structure. Practitioners should immediately stop the injection if a patient exhibits any of the following symptoms including changes in vision, signs of a stroke, blanching of the skin, unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate health care practitioner specialist should an intravascular injection occur. Although it is contraindicated to inject into blood vessels based on IFU, it can occur during injection of a filler that a blood vessel is accidentally occluded by two different mechanisms: directly by injecting the product into the lumen or indirectly when the product is placed next to a vessel and compresses it from outside. In this case, the information is quite sparse, and information on e.g. An intravascular injection are pending, however, the patient experienced blanching and livedo reticularis and received prompt corrective treatment with a resolved outcome. Causality for the events is assessed as possibly related to the treatment with belotero intense lidocaine based on compatible temporal relationship, however there is no indication that a product-related issue contributed to the events. This case is considered as serious with the serious events injection site pallor and livedo reticularis because intervention was deemed necessary to prevent a permanent damage.

Event description:
Case description: this spontaneous report was received from an australian nurse via a business development manager (bdm) and concerns a female patient. The patient was injected with belotero intense lidocaine into the nasolabial, on (B)(6) 2026. Batch number was reported as b00071200 (expiry date: apr-2027). A lot search in the global safety database was conducted. A 22 g 50 mm cannula was used. There was one injection point. No other injectibles were used in the same treatment. On (B)(6) 2026, quickly after the belotero intense lidocaine injection, the patient experienced blanching and mottling. The area was immediately treated with 5 vials of hyalase. The patient was reassessed, and it was resolved. The outcome of the events was reported as resolved on (B)(6) 2026.